Manufacturer narrative:
Citation: iwata j, hayashida k, kajino a, et al. Possible pannus formation after transcatheter aortic valve replacement with self-ex pandable valves. Jacc asia. 2025;5(2):315-317. Doi:10.1016/j.jacasi.2024.10.004 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding the incidence and impact of possible late pannus formation after transcatheter aortic valve replacement (tavr) with self-expanding valves. The study population consisted of 40 patients who underwent tavr with a self-expanding valve from either medtronic (evolut pro+; n = 20) or an unnamed manufacturer (brand not specified; n = 20). Among all patients in the study, the following adverse outcomes occurred within one year of tavr: ¿hypoattenuated annular narrowing¿ (possible late pannus formation), high mean pressure gradient (> 20 mmhg), paravalvular leak (unspecified severity but greater than mild), prosthesis-patient mismatch, and hypoattenuated leaflet thickening (halt). No treatments or interventions were recounted in the article. Additionally, the authors documented that there were no deaths, rehospitalizations for heart failure, or strokes during follow-up.